Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an unspecified surgery, the handles of the cordcutter device did not return to their original positions after cutting a suture since the movement of the handles was stiff. According to the reporter, the surgeon could only open the device by pulling the handles with both hands. There was no harm to the patient and no surgical delay. No further information was available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it is in used condition as expected in reusable devices. No other anomalies were noted. When performing the functional test and before to place a test suture, the handle and lock lever was pressed several times and resistance was felt. Then a sample suture was used, it was placed on the cutting hole and the lock lever was pressed, consequently the handle was closed and the same resistance was noted, however the suture was able to be cut. The overall complaint was confirmed as the observed condition of the cordcutter *ea would have contributed to the complained issues. Based on the investigation findings the potential cause is traced to procedural variables, such as; handling of the device or product interaction during cleaning and sterilization process; the inner shaft may have been interchanged with that of another cord cutter and consequently cause the device failure. As per the instructions for use, while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning. Reassemble the instrument with its original components. Moveable parts should have smooth movement without excessive play. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a follow-up report will be submitted accordingly.